Manufacturer narrative:
A field service engineer noticed that the drainage valve did not open. There was no alarm from the unit. The drainage valve was replaced and the compressor started to drain normally. Note. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. Problems with the drainage valve may lead to insufficient air delivery from the compressor. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the compressor didn't work properly due to a malfunctioning drainage valve. As no goods was returned, the root cause of why the drainage valve malfunctioned could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the drainage valve of the compressor failed. There was no patient harm. Manufacturer ref.#: (B)(4).